Manufacturer narrative:
On march 17, 2008, an urgent medical device removal letter was sent to customers advising that the MFR was conducting a removal of the hemovac autotransfusion system. The removal was conducted due to the potential for pinholes to be present in the sterile packaging. The device was returned to the MFR for evaluation. Initial evaluation determined that a hole was detected in the tyvek. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision (s) no to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at that facility, zimmer determined that such a review would be conducted at all zimmer facilities. As a result, zimmer osp completed its retrospective review and is now submitting this MDR.

Event description:
It was reported that a small cut was noted on the sterile package of the autotransfusion hemovac kit. No injury or adverse consequences were reported as a result of the incident.